Event description:
It was reported that an accidental less-than-meal announcement occurred while the ilet user was asleep, resulting in an unintended bolus entry attributed to an improper or incorrect procedure, with the user interface implicated. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, while a usage problem was identified consistent with an improper procedure and user interface interaction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.